Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The suspected cause of the oversensing of noise was due to suspected sense b node impairment. Rhythmcare the recommended testing in clinic with provocative maneuvers and automatic setup were performed. This device system remains in service. No adverse patient effects were reported.